Event description:
It was reported that while treating a calcified lesion in the lcx with stenosis the device failed to cross the target lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the 13th proximal stent segment was raised and deformed please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (calcified lesion with stenosis). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (calcified lesion with stenosis). Inherent risk of procedure (stent deformation). (B)(4).